Event description:
Surgeon was using large suture cut needle driver during case. When she attempted to use instrument to cut suture, the instrument would not cut. Defective instrument removed from field and replaced. No injury to patient. Defective instrument sent to sterile supply.